Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. According to the implant record the patient was admitted for insertion of an inferior vena cava filter. The record listed gastric bypass surgery, a history of blood clots, atrial fibrillation, a pacemaker and congestive heart failure as relevant review of symptoms. The patient reported becoming aware of the filter tilt approximately 8 years and 4 months post implant. The patient also reports anxiety. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry. Implant technique and tortuosity. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including tilt. The patient became aware of the reported events approximately 8 years and 4 months post implantation. The patient reports filter tilt. The patient also reports suffering from anxiety. The following additional information was received per implant records: the patient was admitted for insertion of an ivc filter prior to having gastric bypass. The patient is said to have a history of blood clots, a. Fib, pacemaker and chf. The following additional information was received per patient profile form (ppf): the patient reports tilt and anxiety. Additional allegations have not been made.